Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 336 mg/dl. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2017 with a bg in the 100s mg/dl. The cause of the high bg was not known and may have been due to the customer's cold.